Event description:
It was reported that, "relfex hybrid removal of 1-level plate. Doctor had difficulty with removal and could not get inner shaft on either removal driver to engage correctly to help remove screws. Both inner shaft distal tip either broke or are stripped/bent. Removed the plate with the good final driver, slowly backing he plate out each screw a turn at a time."

Manufacturer narrative:
Method: complaint history analysis, mfg record review, risk assessment, visual inspection. Results: there have been 58 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. While reviewing the mfg file no deviations were noted from this device's batch. While inspecting the draw rod the tip was confirmed broke, the tip was not returned. The surgery was completed successfully using another instrument and the surgeon searched for broken fragments but found none. The draw rod is made of implant grade biocompatible steel to mitigate risks in case the tip breaks. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.